Manufacturer narrative:
On july 16th, 2020, microaire was notified that the patient associated with MDR# 2020601-2020-00004 has opted not to pursue a revision surgery.

Manufacturer narrative:
The device history record associated with part# cfd-23202/lot# 343949 was reviewed and there were no anomalies identified which would result in the reported issue. A review of the device's complaint history has revealed that this product is performing as expected, with regard to the reported failure mode. Multiple follow-ups have been made to the customer for information related to the reported event and results of the revision surgery. If additional information is received, this record will be updated. With the information available it is not possible to determine the cause of the reported issue. It is possible that the surgeon inadvertently sheared off one of the device's compression flanges by attempting to implant it at an off-axis angle. This would result in incomplete anchoring of the device and could result in the device becoming dislodged from the hole drilled for it.

Event description:
A customer has reported that a patient was implanted with ultratine in (B)(6) 2020. The patient later contacted the surgeon to report that the device had started to dislodge from the hole drilled for it. A subsequent appointment has been scheduled for a possible revision surgery.